Manufacturer narrative:
This report is submitted on july 17, 2018.

Event description:
Per the patient's surgeon, the device was not positioned correctly within the cochlea resulting in the decision to explant the device (date not reported).

Manufacturer narrative:
This report is filed on november 20, 2018. (B)(4).